Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection revealed that the lens was returned in its original package. Surface residuals (particles, fibers and ovd residue) were observed on the lens which indicated that the unit was handled and prepared for surgical use. Lens was also observed with a large cut and with one haptic slightly distorted. The other haptic was missing. A review of the manufacturing records was performed. The za9003 manufacturing process record were evaluated. The lenses were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the customer's reported event or other similar issues. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu state that prior to implanting, examine the lens package for iol type, power, proper configuration, expiration date and to examine the lens thoroughly to include the lens optical surfaces for other defects. Precautions state that when the unfolder emeraldt or emeraldxl implantation systems are used improperly, the haptics may become crimped or broken. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that it was observed after insertion that the haptic of the intraocular lens (iol) was distorted. The iol was removed and replaced with a za9003 lens. It was indicated that the incision was enlarged. And that the problem was not related to use error. The patient has recovered.